Event description:
The pt experienced overstimulation even after having turned all amplitudes to 0 volts and the device icon read 'off'. The pt went to the ER. It was believed that the lead 'rolled off lateral'. The device was explanted.